Manufacturer narrative:
The reported event was addressed with phone support. The customer had no additional issues in subsequent procedures. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the endoscope.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the image kept flipping when installing a 30-degree endoscope. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to clear the memory on the arm prior to installing the endoscope. The site advised they would do so after cleaning the endoscope. The procedure was completing as planned with no reported injury.